Event description:
It was reported that one day post implant, intermittent loss of atrial sensing and intermittent loss of atrial capture at 5 v, 0.5 ms was observed on the ECG. Atrial sensing was programmed to 0.5 mv in the bipolar configuration. The patient was asymptomatic. During patient's follow-up in 2008 and one month later, no loss of atrial sensing was observed.

Manufacturer narrative:
No medwatch form was received.